Event description:
It was reported that during a change-out, the atrial and ventricular leads would not go into their respective ports on the device. This device wa not implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the device was confirmed to not accept the atrium lead. Due to material or debris in the ring connector blocks that prevented normal compression of the contact spring. The ventricle lead bore operation tested normal however debris was between the coils of the ring contact spring of the ventricle is-1 lead bore.